Event description:
It was reported to vyaire medical, the bellavista ventilator is showing tf 401 ( insp valve or device leaky)and tf 316 (blower failure) alarms. Patient involvement is currently unknown.

Manufacturer narrative:
Vyaire medical investigation file # (B)(4). The customer was able to resolve their issue with a 3rd party field service team. The sinter filter was replaced but blower has still got temp alarm. As a resolution, a replacement of the blower was sent to the customer.

Manufacturer narrative:
Vyaire medical's technical service team was able to confirm the customer's reported issue through utilizing the log file analysis tool. It was determined the root cause was due to user fault. The blower was overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Max temperature of 137 is visible on logs.